Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer was treated with insulin pump. Customer's blood glucose reading was 300 mg/dl at the time of call. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had a motor error alarm and there is no damage to the drive support cap and they were able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.